Event description:
No additional event information was received.

Manufacturer narrative:
This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4,b5 d4, d10, g4, g7, h2, h3, h6 and h10. D4(UDI): (B)(4). On 08 august 2019, it was reported that the blade was dull. The customer did returned a meshgraft ii device, serial number (B)(6), for evaluation. Product review of the meshgraft ii by zimmer biomet on 16 august 2019 found that the device was in calibration and produced a passing test cut. It was also noted that the cutter was dull and the ratchet spring was weak. Repair of the meshgraft ii was performed by zimmer biomet which included replacement of the cutter and ratchet spring. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the blade to dull. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device had dull blade. The event occurred during surgery. No further information was provided indicating any harm or impact to patient. No adverse events were reported as a result of this malfunction.